Event description:
It was reported that the subject device experienced excessive flash/damage on two of the fibers while using the soltive laser system. The user was able to complete the unspecified procedure using a third fiber. There were no reports of patient or user harm. Report 1 of 3. This inquiry was cloned from inquiry (inq-144546/original) because multiple devices were reported. This inquiry (inq-145210/cloned) captures device 2 of 2. Auj/08-jan-2025. Per ur-350558 this is the correct event description: (B)(4), sales rep, called to report the following phenomenon. User reported to (B)(4) coworker who reported to (B)(4) of that they experience excessive flashes on two of the fibers. They were able to complete the procedure using a third fiber. They have one unused from this box that they want to return. I created the sfdc case to capture the reported phenomenon and conference the sales rep. In with (B)(4) of urology sales support for additional assistance. (B)(4) reported that the facility's policy dictates that they cannot released the failed fiber to him. RMA number (B)(4). Fg 495722/(B)(6) 2025.

Manufacturer narrative:
Related patient identifier: (B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.